Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.